Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that her insulin pump has cracks down the battery compartment and that the retainer ring has broken off reservoir. Customer's blood glucose was 7.2 mmol/l. The customer also said that their insulin pump had a scratched display. She said that she was attempting to put the reservoir in the insulin pump and that is when the retainer ring broke off. The customer stated that she does not remember the pump dropping or being bumped up against anything. She does have a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with partially broken off reservoir tube lip, missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The device was received with faded serial number label, cracked case on the back at the battery tube area, cracked battery tube threads, missing display window cover, minor scratched display window and scratched case.